Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report a misidentification of pseudomonas syringae delphinii as yersina pestis in association with the vitek® 2 gram-negative (gn) identification (ID) test kit. Repeat testing obtained the same results. The customer performed confirmatory testing via alternate method (microseqid; molecular genetic) and obtained the identification of pseudomonas syringae delphinii . There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. Culture submittal was requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) contacted biomérieux to report a misidentification of pseudomonas syringae delphinii as yersina pestis in association with the vitek® 2 gram-negative (gn) identification (ID) test kit. An internal biomérieux investigation was performed. Pseudomonas syringae delphinii is not a claimed species by the vitek® 2 gn card. The following limitation is listed in the product labeling: newly described or rare species may not be included in the gn database. Selected species will be added as strains become available. Testing of unclaimed species may result in an unidentified result or a misidentification. When the vitek® 2 gn card makes a call of yersinia pestis, it is reported as a presumptive identification and should always be confirmed with another method. It should also be noted that the correct incubation temperature for strains tested in the vitek® 2 gn card is 35-37c. (B)(4)- gn lot 241373140 met final qc release criteria. There were no issues observed on initial qc performance testing.